Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 177 mg/dl on the contour next one, retested on a different meter and the reading was 82 mg/dl. The difference between the readings falls in the c zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. New strips were sent to him.